Event description:
The patient called alleging that the meter displayed an error 2 message. There is no information if the patient experienced any symptoms at the time of testing. Customer service assisted the patient and ran the quality control test and the issue was resolved. Customer service had the patient run a blood test; however, the meter displayed an error 2 message. Customer service was unable to resolve the issue and sent the patient a replacement meter.